Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 43 mg/dl at the time of the incident. The customer reported that the insulin pump would not shut off when customer got below 70 mg/dl and drived her to 43 mg/dl. The customer did not have suspend on low feature turned on. Product will not be returned device for analysis.